Event description:
It was reported that during preparation for a drug eluting stenting procedure, stent damage was noticed. The taxus liberte 20 x 2.75mm stent delivery system was reported to have strut damage. This was noticed before use of the device. Another unspecified stent was used to complete the procedure. No patient injuries or complications were reported.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and damage was observed on the stent. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing records for this batch found that the device met its material, assembly and product specification at the time of release to distribution. The exact cause of the stent damage could not be determined.